Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were mess with buttons and insulin pump every time changing insulin to get response and insulin pump was not prime on first press. Customer's blood glucose level was unknown. Customer also reported that the insulin pump had more frequent delivery failures. The device will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, self test and occlusion test. No unexpected no delivery alarm or prime/fill anomaly noted. (B)(4).